Manufacturer narrative:
B5. Describe event; corrected information; initial MDR inadvertently included incorrect information known prior to submission. Inadvertently mentioned "generator" instead of lead as explanted product.

Event description:
The explanted lead has not been returned to the manufacturer to date.

Event description:
It was reported that the patient was seen with high impedance. The or initially checked for a pin insertion issue. They checked the generator with a test resistor which read good impedance. The or changed their suspicion to a lead fracture causing the high impedance. Both the lead and generator were replaced. The generator was replaced because the battery was between 50-75% and the surgeon believed it would be better to just replace the generator during this surgery than waiting for battery depletion in a few years. No malfunction reported for the generator, just the lead. It was noted that it is unknown of x-rays were taken; the facility would be reluctant to provide in the case that they were taken. The explanted generator has not been received by the manufacturer to date. No other relevant information has been received to date.